Manufacturer narrative:
The original packaging was not returned. The part number and lot number cannot be verified. It cannot be determined if the sleeve is from lot w1939 or w2009. One blue irrigation sleeve and one particle were returned. Visual inspection found the sleeve is dirty with particulates and solutions all over it. Microscopic examination of the sleeve found that one side port window is torn with material missing. The particle is a greenish blue color and is squishy, not hard to the touch. The particle and irrigation sleeve were analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicates that the particle consists primarily of carbon. Lesser concentrations of silicon, oxygen, calcium, iron, aluminum and chlorine were also detected. This is consistent with organic material. Eds analysis indicates that the irrigation sleeve consists primarily of silicon, oxygen and carbon. A lesser concentration of aluminum was also detected. This is consistent with organic silicon material. The particle and irrigation sleeve were analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the particle produced a spectrum consistent with that of polypropylene. The ftir analysis of the irrigation sleeve produced a spectrum consistent with that of silicone. None of the components or subassemblies used in bl5114 are made from polypropylene and no polypropylene is used in the manufacturing process. The source of the polypropylene particulate cannot be confirmed. A review of the complaint database revealed no other similar complaints have been submitted against lot w2009. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary. Additional reports from the same incident 0001920664-2018-00172 and 0001920664-2018-00173.

Event description:
Additional reports from the same incident 0001920664-2018-00172 and 0001920664-2018-00173.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the surgeon observed a blue "silicone" particle in a patient's eye while operating. The particle was successfully removed from the eye during the same procedure. There was no reported impact to the patient.